Manufacturer narrative:
(B)(4). Revision surgery. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025, was cleared in the united states. The device has not been returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. Unable to determine cause of the event.

Event description:
It was reported that the patient underwent surgery to treat stenosis with implant of peek interbody device via tlif at l4-5. Reportedly the cage was broken during insertion. The broken cage was removed and another was implanted. The patient underwent a second procedure a week later due to suspected hematoma, however it was determined no hematoma was observed. The surgeon shaved bone and removed small amount of bone graft to decompress the root.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.